Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4).

Event description:
Customer stated that patient was having a knee arthroscopy while the surgeon was using the laser fiber the fiber emitted a spark into the room from the hand piece, surgeon immediately stopped procedure and laser fiber was removed. Procedure continued after a new laser fiber was obtained an procedure was completed without incident. Laser fiber was examined after the incident and noted 2 areas away from the hand piece where the black rubber hand piece connects to the black plastic is frayed and fibers are showing. This information is documented as reported to trimedyne, inc.